Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025 the pt responded to a follow up request. They stated that the shocking and lack of benefit was due to one of the "electrodes" being lose from the battery. Also, both of the "electrodes" in the spinal cord were floating. The spinal cord (stimulator) was removed on (B)(6) 2025 as a result. The shocking was reported to have resolved the reported issue. The explanted devices were discarded.

Manufacturer narrative:
Correction: added leads - continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2024 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2024 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). Caller states the patient is planning on having their ins explanted, as it is not working. Caller states the medical chart indicates the following: "he is receiving frequent shocks from the stimulator, he has tried getting the stim re-programmed which has not improved any of the shocking sensations. He does not think the stimulator is giving him any therapeutic benefit as the system is not working properly and contributing to significant discomfort without providing any functional benefit. The patient would like to have the stimulator system removed" . The patient would like this removed and the physician agrees to do so. Caller states she is not sure when this began and does not know when medtronic was notified, however stated on april 2nd that the patient reported they tried contacting a rep from medtronic and was unable to speak with them. Agent transferred caller to national answering services.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.